Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: four (4) batteries (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis was not performed since controller log files were not available for analysis. As a result, the reported event could not be confirmed. The batteries were lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited, to communication errors and/or momentary disconnections. However, the reported "intermittent sounds" are most likely attributed to momentary disconnections between the controller and batteries, which will result in an audible tone. Additional products: (B)(6) h6: FDA method code(s): b14, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) h6: FDA method code(s): b14, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) h6: FDA method code(s): b14, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery; model #: 1650, catalog #: 1650, expiration date: 30-jun-2022, serial or lot#: (B)(4), UDI #: (B)(4); device available for evaluation: no; mfg date:22-jun-2021; labeled for single use: no; patient ime code(s): (B)(4). Brand name: heartware ventricular assist system ¿ battery; model #: 1650, catalog #: 1650, expiration date: 30-jun-2022, serial or lot#: (B)(4), UDI #: (B)(4); device available for evaluation: no; mfg date:22-jun-2021; labeled for single use: no; patient ime code(s): (B)(4). Brand name: heartware ventricular assist system ¿ battery; model #: 1650, catalog #: 1650, expiration date: 30-jun-2022, serial or lot#: (B)(4), UDI #: (B)(4); device available for evaluation: no; mfg date:22-jun-2021; labeled for single use: no; patient ime code(s): (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching with intermittent sounds and no message on the display. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Additional product: serial# (B)(6). D9:yes 2023-04-25 h3:yes h6:FDA method code(s): b01 serial# (B)(6) d9:yes 2023-04-25 h3:yes h6:FDA method code(s): b01 serial# (B)(6) d9:yes 2023-04-25 h3:yes h6:FDA method code(s): b01. Product event summary: four (4) batteries ((B)(6)) were returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The batteries were able to adequately provide power to a test controller with no anomalies observed. An internal visual inspection of the returned batteries did not reveal any anomalies. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. The batteries had been lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited, to communication errors and/or momentary disconnections. However, the reported "intermittent sounds" are most likely attributed to momentary disconnections between the controller and batteries, which will result in an audible tone. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.